Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient's device was alarming to check the belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire in the trunk cable. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely due to excessive force. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.